Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. The mother stated that the customer was vomiting before his admission. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The caller stated that the drive support cap appears normal. Assisted the customer to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. The insulin pump received with scratched lcd window.